Event description:
Info received indicates the head hi/low portion of the stretcher is drifting down slowly.

Manufacturer narrative:
The tech isolated the issue to the head cylinder. He replaced the head cylinder to repair the stretcher.